Event description:
It was reported that the patient went to the hospital by an emergency ambulance. It was also reported that the patient received several shocks due to oversensing and noise. The lead also tripped an alert due to high pacing impedance. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The proximal segment of the lead was returned, analyzed, and no anomalies were found. It was noted that the outer tubing overlay had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression. Performance data was also collected and analyzed. Analysis of this data revealed that there was oversensing. There were nineteen ventricular nst (non-sustained tachycardia) less than or equal to 210 ms on (B)(4) 2012 in the timeframe between 04:02:48 and 04:31:46. Also there were four vf (ventricular fibrillation) less than or equal to 210 ms average ventricular-cycle between (B)(4) 2011 19:42:10 and (B)(4) -2012 at 04:32:18. Noise was also noted in the data. The ventricular short interval count v-sic equaled 10.6 counts avg/day, in 2.84 days, between (B)(4) 2012 16:58:44 and (B)(4) 2012 12:08:50. And finally the data noted impedance issues. There were three patient alerts for rv (right ventricular) pace lead z between (B)(4) 2012 03:00:04 and (B)(4) 2012 03:00:03. Also the daily pace impedance log data shows an abrupt increase for v (ventricular) pace equaling 824 to 5280 ohms range between (B)(4) 2012 and (B)(4) 2012.